Manufacturer narrative:
The kit and smart card were returned for investigation. Review of the smart card data determined that approximately 992 ml of whole blood was processed before the patient's treatment was aborted. Visual inspection of the returned kit identified a scuff with pinhole damage on the return pump tubing loop. The pump loop segment was pressure tested and a leak was observed. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. A device history record (DHR) review did not identify any related non-conformances. This kit lot passed all lot release testing. The reported tubing leak is verified. The observed tubing scuff and damage likely occurred when the operator installed the return pump tubing loop onto the cellex instrument's return pump. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h328 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h328 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was received for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the return pump tubing after approximately 1000 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was stable. The kit was requested for return; however, no product has been received.